Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one vcrf 60cm catheter was received for evaluation.  The device appeared to have residue throughout. A kink was observed to the catheter distal to the strain relief. Material deformation was observed to the proximal end of the heating coils. During the visual inspection, deformation was noted on the kinked portion of the catheter coils; appeared to be burnt.  And upon opening the handle, the proximal battery is partially seated, and the distal battery is fully seated in the battery holder. Both the batteries and their holder appeared to be clean. When the original battery is removed, no glowing anomalies observed under uv inspection. During the functional testing, the catheter was plugged into generator with original batteries and remain on the home screen (venclose logo). New batteries were inserted, and the catheter was plugged into generator and catheter was recognized with new batteries. Further testing was not performed due to the sample¿s condition. The catheter was re-examined for any breaks, etc., and the resistance of thermocouple wire is not within the specification. Therefore, the investigation is determined to be confirmed for the reported insufficient heating as the catheter was burned on activation, and the investigation is determined to be confirmed for identified thermal decomposition of the device. The definitive root cause for the reported insufficient heating is determined to be knotted tc wires during the assembly process and the reported issue is manufactured related.  The root cause for the thermal decomposition cannot be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the generator was reading and adjusting temperature appropriately as the procedure advanced. It was further reported that once catheter was turned on, instead of reaching and maintaining 120 degrees celsius, the temperature wouldn't advance over 47 degrees celsius and blue lines were seen around the image of the catheter on the generator screen. The temperature wasn't reading correctly, even though it looked like it was heating appropriately under ultrasound. There was no reported patient injury.